Manufacturer narrative:
The icy catheter used at the time of the event was not returned for evaluation, as it was discarded by the customer. Therefore, a physical investigation could not be performed, and a root cause could not be determined.

Event description:
On 4/20 at 16:30 the physician tried to place an icy catheter (lot 192360) via the right femoral vein of the 118 kg, 58-year-old male patient, but the catheter was not able to be inserted due to obvious resistance. Kinks were noticed on the catheter after it was removed. The first icy catheter (lot 192360) was discarded. The physician then used a new icy catheter (lot 195979), and the catheter placement was successful. The second catheter was inserted into the same location as the first catheter. On 4/22 at 13:20, the thermogard xp ivtm system displayed an air trap alarm and leaking was noticed at the connection between the saline bag and start-up kit (suk) (lot 196164). A new suk was used to continue the procedure using the same console. After replacement, the user noticed the connection section was broken. On 4/23 at around 04:30, during the rewarming phase, it was observed that the saline decreasing. There were no water traces on the bed or floor. Because the re-warm target temperature was achieved, the physician decided to cease the procedure. No impact or consequence to the patient.